Manufacturer narrative:
Visual inspection of the returned section of the persona femoral cr impactor pad confirmed that the part had fractured along the slot. Only one of the fractured pieces was returned. It was also noted there were scratches and general wear on the returned impaction surface indicative of use. It is unknown how many times this device had been used. The device history records were not reviewed as the reported issue has been investigated through a CAPA and a device history record review is not required. This device is used for treatment. It has been determined that the cr impactor pad experiences more fractures than the ps impactor pad because the cr undergoes higher stress during impaction than ps. Based on the information provided, it is likely that the fracture is a result of normal wear during the instrument¿s field life.

Event description:
It is reported that the impactor broke while trialing during a knee arthroplasty. Not all pieces were returned.